Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, and field service engineer (fse) realigned the ball bearing cage and installed new slide bumpers on the slide rails. After that, the drawer opened and closed properly and smoothly. The customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer 6 had failed the customer reported that the malfunction occurred when the user was trying to dispense medication to the patient resulted delay in dispensing workflow. However, there were no adverse events or injuries reported based on this incident.